Manufacturer narrative:
Image review: seven cine images and three images of patient computed tomography (CT) were provided for review. The images show two balloon inflations as described. Two valve load checks that do not appear to be misloaded. The valve was deployed just prior to the point of no recapture and significant under expansion was noted. If a valve is under-expanded: remove system, perform pre-dilatation, and implant new valve with new delivery catheter system (dcs). Furthermore, the infold is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due a misloaded valve, anatomical characteristics such as calcium, and recaptures. If an infold is identified, the valve should be recaptured and removed from the body. New sterile components must be used. In this case a 22 mm pre-implant balloon dilation was performed prior to the valve implant attempt. Of note, as stated in the instructions for use (IFU), adequate predilatation can help reduce the need for post dilatation and may mitigate the occurrence of infolding. Predilatation is specifically recommended prior to implantation in the following situations: moderate-severe calcification; bicuspid anatomy; size 34 mm valve. The under expanded valve was not released and a second balloon dilation was performed with a 24 mm tru balloon prior to the new valve implantation. Updated: b5, h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter heart valve procedure involving the evfxplus-34, a severely underexpanded prosthesis with signs of infolding was observed.  Initially, a 22mm vacs balloon was used for predilatation, but the first implantation attempt revealed the underexpanded prosthesis. After a recapture, a second deployment attempt was made, which also resulted in significant underexpansion. Consequently, a dilation with a 24mm true dilation balloon was performed, and a new 34fx plus system was prepared. The balloon was not initially used due to highly calcified anatomy in the left ventricular outflow tract region near the basal commissures, as indicated by computed tomography scans. Following the interim dilation, the valve was successfully implanted, resulting in mild insufficiency. The patient was able to leave the operating room without any additional complications. Additional information was received that a procedural delay occurred as a result of the infold due to needing extra time for preparation. Per the physician, the patient's calcification most likely contributed to the infold. The aortic insufficiency was paravalvular leak (pvl).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID evfxplus-34 (serial: (B)(6); product type: 0195-heart valves; implant date (B)(6) 2025; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter heart valve procedure involving the evfxplus-34, a severely under expanded prosthesis with signs of infolding was observed.  Initially, a 22mm vacs balloon was used for predilatation, but the first implantation attempt revealed the under expanded prosthesis. After a recapture, a second deployment attempt was made, which also resulted in significant under expansion. Consequently, a dilation with a 24mm true dilation balloon was performed, and a new 34fx plus system was prepared.  The balloon was not initially used due to highly calcified anatomy in the left ventricular outflow tract region near the basal commissures, as indicated by computed tomography scans. Following the interim dilation, the valve was successfully implanted, resulting in mild insufficiency. The patient was able to leave the operating room without any additional complications.